Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0349098v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
The patient reported seeing the poor communication screen on the patient programmer (pp). The last time the patient charged the implantable neurostimulator (ins) was on (B)(6), but then they stated it may have been 2014 when they last charged or felt stimulation due to being unable to charge. It was noted the change in stimulation was gradual. The patient further reported they had been in the hospital seven times in 2015 due to pain from their pre-implant diagnosis of pancreatitis and gastroparesis. It was noted the ins was implanted for this pain, and the patient had been hospitalized for the eighth time from (B)(6). The recharger was used which showed the recharger battery was full, but it was unable to communicate with the implant and was unable to recharge the implant. The healthcare provider (hcp) called back a week later and stated no communication was able to be established with multiple external devices and the patient wasn't feeling stimulation. It was noted the patient hadn't used therapy for over a year because she hadn't had to use therapy and the device became overdischarged. A request was made to meet with the manufacturer's representative (rep) to jump start the battery. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine steps taken to resolve the reported issues. Additional information was received from the consumer regarding steps taken to resolve the issues of the inability to charge, getting the "poor communication" screen, and suspected implantable neurostimulator (ins) overdischarge. The consumer reported that steps taken included meeting twice with a manufacturer representative at the healthcare professional's office to restart the ins. It stopped working both times after the timer counted down the hour. When the patient spoke to the manufacturer representative about the failure to start and work after the second time, the manufacturer representative had stated it was "bad news" and it was more than likely that the battery needed to be replaced. It was noted that the patient wanted the device removed. The consumer reported that the patient was never clear on how to operate the new unit from the beginning. In addition, the patient did not understand why the device constantly needed to be charged, even when not in use. The patient requested a list of physicians for device removal. The patient further stated that the device/therapy was totally useless to her now; there was no need to have it there and it needed to be removed. The consumer also reported that she could feel the wires in her back now. If additional information is received, a follow up report will be sent. The patient's indications for use included other pain indications - other.